Event description:
It was reported that there were stimulation/therapy issues which included a shocking and jolting sensation. Diagnostic testing or troubleshooting that was performed was impedance testing¿s, x-rays, and reprogramming. If there was a product issue, the issue was not resolved. Actions required as a result of the event was surgical intervention. The patient was scheduled for a revision the day of the report. They were scheduled for a battery/lead revision. At the surgery on (B)(6), the patient reported that their right buttock battery site was sore as they always bumped at their belt line. Also, approximately six months prior the patient started feeling cramping at the site when it was turned on. They also reported needing lower rib and chest coverage that was unable to be obtained with reprogrammed. Patient status at the time of the report was alive, no injury. There were symptoms or complications associated with the event which included cramping at the battery site with stimulation turned on at the location of the device pocket. The day of the report, (B)(6), they moved the battery to the abdomen and replaced the lead at a new lower level to obtain desired coverage. The extensions were also replaced. In recovery, the patient denied any further cramping and reported better coverage than prior. They were scheduled for their first post-operative visit on (B)(6). The patient was then receiving effective therapy at the post-operative visit and was happy with the results. They were no longer experiencing any cramping.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).